Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Event description:
The customer reported via phone call that insulin pump had low battery and high blood glucose. The blood glucose at the time of the incident was 350 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.